Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a multifenestrated atrial septal defect using a 8f amplatzer trevisio intravascular delivery system. During deployment, the device failed to achieve its expected configuration and instead exhibited a bulging deformity. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no alternative device was suitable due to the patient¿s anatomy. The procedure has not yet been rescheduled. The patient remained hemodynamically stable throughout the procedure. There was a delay and the defect could not be closed. The patient is alive and at home.